Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service representative checked the outlet and tried alternate outlets as well. After further investigation, it was found that a spot in the mid-cord would change ac status when touched. The service representative informed the customer at the account, and they stated that their biomed would investigate and no further getinge involvement was needed at this time. A getinge service representative later reported that the customer performed a basic electrical test which confirmed a break in the ac power cord. In order to fix the issue, the customer replaced the ac power cord spool and the iabp was then cleared for clinical use. (B)(6).

Event description:
It was reported that a getinge service representative was working with the customer's cardiosave intra-aortic balloon pump (iabp) for several hours providing staff in-service education. The service representative noticed that the iabp unit was switching between ac and battery for no apparent reason. There was no patient involvement, and there was no adverse event reported.